Event description:
It was reported that there was a high impedance issue in a patient. High impedance was identified, and it was reported that the issue was not resolved and remained ongoing. Troubleshooting was performed with an impedance check, values were greater than 40,000. Rep noted lead revision will be needed, and no intervention was performed at the time of the report. The patient will meet with their provider. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.